Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was flashed. A field service engineer performed a hard reboot on the fridge, and the screen returned, calibrated the temperature and tested the fridge with test software. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator temperature needed to be accurate and required maintenance. The customer reported that they had to access the medications from another station. There were no adverse events or injuries reported based on this event.